Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
During a follow-up call for additional information, a home patient reported her cat "nicked" the cassette tubing during her last dwell. The hp stated that she called her nurse and went to the clinic and was given an antibiotic just in case. All disposable supplies were discarded.

Manufacturer narrative:
(B)(4). A labeling review was performed and found to be adequate for the potential use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem of a leak. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery failure, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.